Event description:
It was observed that during the device evaluation, the grasping forceps for lithotripsy (12° and 30°) telescope, the forceps jaw wire was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. It was observed that during the device evaluation, the grasping forceps for lithotripsy (12° and 30°) telescope, the forceps jaw wire was broken. Based on the results of the investigation, the most likely cause was component failure due to degradation/wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device